Manufacturer narrative:
No blank display anomalies noted during testing. Unit passed displacement test, sleep current measurement, active current measurement and selftest. Unit received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that the display screen will go a grey color and sometimes with black out and cannot get it to wake up. The blood glucose was unknown at the time of the incident. Troubleshooting steps were guided for flashing, white, or blank screen. Customer advised to replace and discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.